Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and download showed now activity outside normal use and no insulin delivery disruptions until 06/24/2013. There were several ¿no cartridge detected¿ warnings observed on the reported event date. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen. During the first rewind attempt, the pump emitted an alarm that would not clear, and additional investigation regarding insulin delivery could not be completed. The pump was opened and there was evidence of internal moisture corrosion observed on multiple pump parts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 55 mg/dl and felt shaky and hot. The patient reportedly treated with oral carbohydrates and a glucose tablet. It was noted after the patient had a meal and she bolused 1.65 units of insulin via the pump. The patient reportedly was away on vacation. Customer support (cs) was unable to review the pump or review the pump history due to an unrelated issue. The reported bg with symptoms does not meet the animas criteria of an adverse event. It was noted that the low bg may have been due to increased activity or an incorrect carbohydrate count. This complaint is being reported because the pump was unable to be troubleshooted, therefore, it was unclear as to whether or not there was a delivery issue with the pump or a pump malfunction. The pump reportedly is being returned due to an unrelated issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.